Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/22/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available.